Event description:
Avid medical is the manufacturer of a custom procedure tray that contains a warmer drape part # ors-300n manufactured by ecolab. Avid medical received a complaint on 12/30/2015 originated by (B)(6) stating a warmer drape tore during surgery. The complained drape was available for evaluation. Avid medical issued (B)(4) to the manufacturer ecolab stating one warmer drape tore during surgery - part # ors-300n. The following warmer drape lot #s were used to build avid medical's custom procedure tray d152511, d152521, d152521a, d152031, d152471, d152381, d152011rc, d152021rc, d151531rc. Arrangements were made by ecolab to retrieve the complained drape for evaluation. No patient injury was reported.